Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter displays the setting when performing a blood glucose test. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 11am. The cca was advised the patient does not take medication to manage her diabetes and continued to follow her usual management routine. About 15-20 minutes after the start of the alleged issue, the patient claimed she felt a symptom of shaky. The patient ate food and/ or drank a beverage as treatment. At the time of troubleshooting, the cca educated the customer on the correct testing procedure and walked through a test to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k053529.